Manufacturer narrative:
The reported complaint was confirmed. After reconnection of the cable to the electronic patient gas system (epgs) the unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) discovered that the epgs cable was disconnected from the epgs. He reconnected the cable. He also replaced the epgs since it was due for an unrelated upgrade. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was no power to the electronic patient gas system (epgs) module. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.